Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 14may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The device logged errors 111b (35 v supply failed), 1105 (alarm led failed), 1104 (backup alarm failed), 1115 (auxiliary alarm supply failed) and 1101 (ventilator restart). The technician recommended that the customer replaced the power management board. The customer reported that the power management board was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's blower was not running and the 35 volt reading output was 0 volts. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.